Manufacturer narrative:
Neither the device nor device lot number are available for evaluation. Additionally, no x-rays related to the reported event are available. The cause of the event is unable to be determined.

Event description:
A review of data related to a forthcoming publication found information concerning a nail which had a mechanical failure that required a revision procedure. No further patient impact was reported. No additional information is available.